Event description:
It was reported during the implant procedure, there was a slight bend in the lead observed. Upon placement of the lead in the right ventricle, the helix would not extend. The rotations went to 20 without helix extension. 20 more turns and still the helix would not extend. The lead was removed and replaced. It was noted that the helix finally extended after 60 total rotations. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; it was noted the helix would not retract due to dried blood in the tip end of the distal conductor preventing torque transfer when the is-1 pin was rotated; full lead analyzed.